Event description:
It was reported that there was no alleged pump or catheter issue but that the patient experienced underdose symptoms including pain, shivers, and nausea. At the time of the report the patient's status was reported as alive-no injury. Diagnostic testing included x-rays. As reported, no motor stall occurred and nothing found after x-ray with contrast. The issue was not resolved and the cause was not determined. The pump and catheter initially were reported to have remained in-service. It was later provided that the patient had a side-port punction under x-ray on the (B)(6) 2015 in which the physician saw the contrast agents in the pocket of the pump and in the intrathecal space. On (B)(6) 2015, they changed the proximal part of the 8711 catheter with an 8578. The explanted catheter was to be returned as there was a hole near the ligature. At the moment the patient was ¿fine¿ with no pain and no under/overdose symptoms. The device system delivered morphine, clonidine, and bupivacaine. The implant date of the 8711 was reported as approximate. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the catheter noted that during pressure testing leaking was noticed from underneath the pump connector sleeve. The pump connector sleeve was removed by the technician in order to get to the leak. A hole was discovered at the tip of the pump connector pin. The appearance of the hole was likely the result of the metal pin of the pump connector poking through the catheter. There also was slice cut seen in multiple locations on the catheter body. The slice cut likely happened during explant. Analysis concluded, that the catheter body had a hole or torn catheter which was caused by the metal pin of the pump connector poking.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8711, implanted: (B)(6) 2000, partially explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, implanted: (B)(6) 2000, partially explanted: (B)(6) 2015, product type: catheter. Product ID: 8578, lot# 0207221645, implanted: (B)(6) 2015, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the cause of the catheter damage was not known. The catheter was an 8709 and not an 8711 as previously reported. At the moment, the patient was fine with no pain and the daily dose was now two thirds of the dose before the revision. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.